Manufacturer narrative:
A review of the device history records and inspection records was conducted and no similar concerns were found. One catheter was returned for evaluation. Breakage was observed below the inverted triangle portion of the integrated extension set of the catheter. Jagged edges were observed at the area of separation, which is characteristic of the application of undue force to the catheter, such as excess tensile (pulling) force or pressure. Potential contributors include advancing/removing the catheter or stylet despite resistance, or improper catheter securement techniques or maintenance. This can also include flushing the catheter with excess force (e.g. Using a syringe smaller than 10 ml, flushing the catheter despite experiencing resistance, flushing the catheter using a 10 ml syringe with excess pressure, etc.) Which can weaken the catheter. First PICC catheters are 100% in-process inspected at various times during manufacture. Catheters are also leak, flow, and burst tested to ensure their integrity. Additionally, the instructions for use indicate several ways users can mitigate the occurrence of breakage.

Event description:
PICC was placed on (B)(6) 2016 without difficulty. On (B)(6) 2016 the catheter was found broken with the dressing on either side of the break intact. There are no other notes.